Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 2.5-3.5x12-48mm, 90% stenosed, eccentric, de novo target lesion with significant lesion bend of >45 and <90 was located in a mildly tortuous and mildly calcified coronary artery. A 3.50 x 12 synergy¿ drug-eluting stent (des) was advanced to treat the lesion. However, the tip of the stent was noted to be deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.